Event description:
It was reported that the patient with right ventricular (rv) lead had presented with a large hematoma on pocket site, and was confirmed to be infected. This rv lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).